Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') in an adult female patient who had essure (batch no. A455116-inv,a36516,a45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy/ allergic reaction"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the depression, anxiety, acne, pruritus and migraine outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Injuries resolved post-removal: pain, bleeding, bladder/urinary problem, allergic reaction, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516, manufacture date: 2012-08, expiration date: 2015-08. Lot number: a45116, manufacture date: 2012-08, expiration date: 2015-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome updated. Reporter added. Event genital haemorrhage updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') in an adult female patient who had essure (batch no. A455116-inv,a36516,a45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy/ allergic reaction"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the depression, anxiety, acne, pruritus and migraine outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Injuries resolved post-removal: pain, bleeding, bladder/urinary problem, allergic reaction, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516; manufacture date: 2012-08; expiration date: 2015-08. Lot number: a45116; manufacture date: 2012-08; expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') in an adult female patient who had essure (batch no. A455116-inv,a36516,a45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy/ allergic reaction"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the depression, anxiety, acne, pruritus and migraine outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Injuries resolved post-removal: pain, bleeding, bladder/urinary problem, allergic reaction, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516 manufacture date: 2012-08 expiration date: 2015-08. Lot number: a45116 manufacture date: 2012-08 expiration date: 2015-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. A455116-inv,a36516,a45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, abdominal pain, back pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, acne, pruritus, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516, manufacture date: 2012-08, expiration date: 2015-08; lot number: a45116, manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. A455116-inv,a36516,a45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, abdominal pain, back pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, acne, pruritus, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occlude. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516 manufacture date: 2012-08 expiration date: 2015-08. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received: lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,pelvic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. A455116-inv,a36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain upper, c-section and pap smear abnormal. Concurrent conditions included skin irritation, vaginal discharge, chest pain, acne vulgaris, joint pain, malaise, dizziness, back pain and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression,psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish,psych injury"), acne ("rashes or skin conditions type: acne"), pruritus generalised ("itching all over body"), migraine ("migraines/ headache") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, back pain, genital haemorrhage and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, acne, pruritus generalised, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, acne, anxiety, back pain, depression, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus generalised, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2013- examination: uts pelvic/transvaginal impression: 1. The last normal menstrual period is not known, early intrauterine pregnancy and ectopic pregnancy cannot be excluded. Insertion details, specify- one coil was noted extending from the ostium and three to four coils were noted extending from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure device was successfully occlude. Total bilateral occlusion. Acne, itching, fatigue, headaches, muscle weakness, lot number a455116 is not valid. Lot number:a36516 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : abdominal pain, back pain, gen. Abnormal bleeding, allergy. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.